Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, this is a u.s. Legal complaint. The patient had a reduction surgery was due to a left hip dislocation. At this point, the records have not been presented. Without supporting clinical/medical documents, a thorough investigation cannot be performed. When the information becomes available, this complaint will be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a reduction surgery was performed due to a left hip dislocation, the femoral component dislocated posterior to the acetabular component.